Manufacturer narrative:
Initial reporter not known at the time of reporting. The manufacturer representative went to the site to test the imaging system and confirmed the reported issue. They removed and reshaped the metal back into proper form and replaced the x-stage cover. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the x-stage cover was damaged. No patient was present at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the x-stage cover was damaged. No patient was present at the time of the event.